Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture's representative via a healthcare provider regarding a patient receiving dilaudid at 10 mg/ml concentration and a dose of 3 mg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's pump had a non critical alarm occurring due to premature eri on (B)(6) 2016. It was reported the patient was in the clinic for a refill on (B)(6) 2016 and eri was 17 months, but patient presented to the clinic today and the pump status confirms eri on (B)(6) 2016. No symptoms were noted as a result of the premature eri. The dose was changed from 3 mg/day to 2.85 mg/day to slow the pump down. The manufacture's representative was to review further options with healthcare provider. It was reported the cause of the issue was unknown. The patient was to be weaned off intrathecal medication and have on hand oral medications "with" [in case of] signs of withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-jan-2017 indicating reprogramming occurred and the printout read that eri occurred on (B)(6) 2016. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. The event outcome was indicated as ongoing.

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump battery with high resistance. Eval conclusion-code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the pump was filled with saline and set to minimum rate on (B)(6) 2017. The entire system was explanted and replaced on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that a critical alarm was occurring. The pump was interrogated and the event logs showed a low battery reset and pump in safe state occurring on (B)(6) 2017. It was also reported that they had noticed a rapid decrease in eri time. The patient's eri went from 17 months on (B)(6) 2016 to eri occurring on "(B)(6) 2016". The patient's symptoms included increased pain, diffused sense, nausea, and dysaesthesia. A fentanyl patch was provided to the patient on (B)(6) 2016 when the pump reached eri prematurely. It was stated that the patient was not planning on having the pump replaced and the hcp had been weaning the patient off their drug. It was noted the patient was wanting to taper/wean off the drug in order to explant the pump.